Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a connection issue and a use error which subsequently led to peritonitis. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported as the transfer set accidentally came out and patient "connected by themselves" on an unreported date, the patient began treatment with injection of xylistin (1 gram, frequency, duration and route not reported), injection of fortum (dose, frequency, duration and route not reported) and injection of heparin (1000 international unit, given intraperitoneally in 2 liter pd fluid, frequency and duration not reported) for the event of peritonitis. At the time of this report, the patient outcome was unknown. The action taken with dianeal therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
It was reported that the cause of the peritonitis was unknown (previously reported as a connection issue and a use error). Additional information received clarified that the patient did not experience a disconnection of the transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.